Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2011, this patient underwent endovascular repair of a thoracic aortic aneurysm using a gore® tag® thoracic endoprosthesis (tgt3420/8371886). On the same day, the patient suffered from paraplegia, and spinal drainage and medications (steroids, naloxone and radicut) were given to the patient. On (B)(6) 2011, the paraplegia was resolved. On (B)(6) 2011, in one-month follow-up study, no adverse events were present. Aneurysm diameter was 52 mm. In three more follow-up studies, no adverse events were reported. Aneurysm diameter measured 48 mm. On (B)(6) 2013, in two-year follow-up study, aneurysm diameter was 52 mm. No endoleaks were reported. On (B)(6) 2013, in three-year follow-up study, aneurysm diameter measured 44.5 mm. The patient underwent total aortic arch replacement procedure. Reportedly, this procedure was not a reintervention to adverse event but a planned procedure to treat a pre-existing aortic arch aneurysm.